Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Flow sensors and airway gas module were calibrated to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, then back to mechanical ventilation and case was completed. There was no report of patient injury.